Event description:
The lay user / patient contacted lfs alleging that the meter would not power on. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The pt replaced the battery and issue persisted. The pt was using the correct vial of test strips. The meter was replaced. The complaint is being reported due to the meter not powering on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.